Manufacturer narrative:
Section b5 - corrected describe event or problem. It was reported by the customer that a pyxis medstation es system produced visible smoke from the back of the station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke from the back of the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,e3, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-aug-2022 to 19-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer produced a smell of burnt components. The field service engineer replaced the solenoid, controller board and cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke from the back of the station. During device inspection, a field service engineer found evidence of thermal damage on a drawer's solenoid and controller board. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was inoperable and producing a strong burn smell. A field service engineer replaced the drawer's solenoid, controller board and cable to resolve, no other thermal damage was observed. The system functioned as intended.